Manufacturer narrative:
H4: one actual used sample lot # gr22g21024 was returned and manufactured from 07/29/22 to 8/27/22. H4: the suspected lot # gr22f08024 was manufactured from 06/22/22 to 06/24/22. H4: the suspected lot # gr22h12017 was manufactured from 08/19/22 to 08/23/22. H4: the returned companion sample with lot # gr22d13024 was manufactured from 04/26/22 to 04/28/22. H4: the suspected lot # gr21i23024 was manufactured from 10/08/21 to 10/12/21. H4: the suspected lot # gr21i17017 was manufactured from 09/24/21 to 09/28/21. H10: one used sample of lot # gr22g21024 was received for evaluation. The device was in the activated position. Additionally suspect unused companion samples of the following lot numbers were obtained for evaluation as follows: (2) gr22d13024, (2) gr22f08024, (1) gr21i23024, (2) gr21i17017, (2) gr22h12017. Visual inspection was performed which observed the used sample was attached to a vial and solution bag and the remaining returned samples were received in sealed packages. No issues were found upon visual inspection in any of the samples. Functional testing was performed in all samples and no issues were found; there was no visible evidence of leakage or fluid and the components of the vial reconstituted into the solution bags with no issues. The reported condition was not verified in any of the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: the event was observed on an unspecified date of 2022, further described as "over about the past month". Lot #: the following lots are suspect in the event: gr22f08024, gr22h12017, gr21i23024, gr21i17017 and gr22d13021 (lot is not recognized by baxter). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leaks were observed during use of an unspecified quantity of vial-mate adapters. This was observed during reconstitution process. During reconstitution when the nurse withdrew the drug from the vial, the port area began to leak. Some devices were attached to a sodium chloride bag and azithromycin 500mg vial. The nursing staff taped the vial to the bag to resolve the leak issue. There was no patient involvement. No additional information is available.